Event description:
The manufacturer received information alleging a ventilator was alarming for low oxygen flow. The patient was switched to another device. The patient expired. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed, however this alarm condition does not indicate a malfunction of the device. The ventilator was evaluated and found to operate and alarm as designed.